Manufacturer narrative:
Concomitant product: vlft10gen, vlft10gen ft series energy platformx1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during gastrectomy, around 20-30 minutes after first activation, the device was difficult/impossible to open when applied to tissue/vessel and could not release. The surgeon needed to apply some force to open the device as it was not easy or smooth to open compared to normal use. The knife blade extended but did not protrude. Another ligasure device was used successfully with the same generator. There was no patient injury.